Event description:
It was reported that the right atrial lead had high threshold and no capture, even at maximum output voltage. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. The distal conductor was distorted due to over-rotation and there was connector pin damage due to pulling/stretching/overstress. There was body tissue/fibrotic growth on the distal electrode. Visual analysis revealed apparent explant damage. Concomitant medical products: 6947-65 lead, implanted (B)(6) 2009. (B)(4).